Manufacturer narrative:
Product analysis: black display was unconfirmed, but the display was found to have some areas in which stylus contact would result in the cursor jumping across the screen. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was black. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out-of-specification during analysis.